Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, bleeding, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems and recurrence. (B)(4).

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 10/21/2015. It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2003 along with concurrent tah/bso, posterior repair, enterocele repair and open gastric bypass due to dysfunctional uterine bleeding, sui, pop with large rectocele and enterocele. It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and patient experienced pain, erosion, extrusion, infection, urinary problems and recurrence.